Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause could be a worn-out latch may have caused a loose connection and poor contact which resulted in a failure to output the image. The lamp might have been recognized as not lighting up. In addition, the inspection of the repaired part indicated that there was no issue with the lighting of lamp therefore the lamp might have malfunctioned temporarily. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A worn out video connector latch was causing poor connection to the pigtail. The required parts were replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported there was a bad pin in the output socket of the video system center. No patient harm or impact to patient care was reported for this event.